Event description:
The customer reported a problem with several sensors from her last shipment. The customer stated that the electrode broke off underneath her skin on about eight or nine sensors. The customer was able to remove the electrodes with tweezers, but she did not save them. Advised the customer to save future sensors. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.